Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that he insulin pump would not go to the "fill tubing" menu. The insulin pump was squirting insulin without stopping. The patient's blood glucose at the time of incident was 212 mg/dl. Troubleshooting was initiated and the caller confirmed that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. However, the insulin pump is out-of-warranty and will not be returned for analysis. A loaner insulin pump was sent to the customer.